Event description:
Caller reported an issue with the continuous glucose monitoring (cgm) system displaying an error. Blood glucose level was reported as 120 mg/dl, indicating no adverse impact on the customer¿s glucose level. Customer received assistance from technical support to reset the pump, and successfully started a new sensor session without further errors.